Event description:
Pt was scheduled for a bilateral capsulectomies with implant exchange. Upon doing the capsulectomies the implants were found to be ruptured. The implants had been implanted by another surgeon in 1981. The surgeon performing this surgery was different from the implanting surgeon. The MFR of the ruptured implants was unknown to the pt as well as the present surgeon. The implants along with any attached tissue was sent to pathology for exam. No abnormal pathology was reported out on the implants or attached tissue. Because the implants were found to be ruptured at the time of the surgery, facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.